Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: review of the black box and alarm history revealed multiple call service alarms on 12/23/2013. On investigation, the pump powered on and displayed the verify screen per normal operation. During the investigation, the pump emitted a call service alarm on the first ¿rewind¿ attempt. The pump cover was removed for investigation and revealed a single component on the printed circuit board had failed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted a call service alarm 3 or more times in 30 days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.